Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2021 the day the device were explanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 7051025.

Event description:
It was reported that the patient was experiencing inadequate stimulation, and underwent an explant procedure. The explanted ipg and paddle lead were kept by medical facility.